Manufacturer narrative:
H1/h2: upon further review of this complaint it was confirmed that resistance was felt when deploying the device. Nevertheless the device could be fully deployed without using the backup mechanism. No serious injury or reportable malfunction could be confirmed during the investigation. The incident did not cause any harm to the patient. Therefore this event no longer meets the criteria of a reportable incident.

Event description:
It was reported to gore that the patient underwent an endovascular emergency procedure for acute dissection of the ascending aorta with a gore® tag® conformable thoracic stent graft (ctag) with active control system. Reportedly the device was difficult to deploy. The surgeon reportedly felt resistance once the angulation fibers were unlocked and removed. Eventually the device was deployed to full diameter. A longer intervention time was reported.

Manufacturer narrative:
Additional information to the event, anatomical conditions, device information, and patient information were requested from the physician. Provided information was captured in b3 updated event description. Also clinical images and the device were requested to be returned for evaluation. A review of the manufacturing records indicated the lot met all pre-release specifications. Images enabling direct assessment of product performance were reportedly not available for evaluation. Some components of the delivery system of the gore® tag® conformable thoracic stent graft with active control system were returned for analysis. The evaluation showed the following: ¿ the distal end of lockwire was embedded in the connector assembly, which was broken at the lockwire handle. ¿ the angulation fibers and connector were separated from the angulation handle. The angulation fibers were intact with one of the two loops presenting as broken. Reported difficulty in removing the lockwire could not be evaluated as no additional components related to the delivery system were returned in an arrangement suitable for assessment.

Manufacturer narrative:
H6 evaluation codes type of investigation b13: additional information in regard to the event of the case was requested from the physician. The answer is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent an endovascular emergency procedure for acute type b dissection of the ascending aorta with a gore® tag® conformable thoracic stent graft with active control system. Reportedly the stent graft "failed to deploy correctly", the issue was not further specified. No further information has been provided.